Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the user tried to inflate the foley catheter balloon, the water leaked and the balloon did not inflate. It was stated that the event happened during the pretest. There was no rupture or tear in the balloon. It was unknown where the water leaked from because the event was catheter fell out.

Manufacturer narrative:
The reported event was unconfirmed as the reported event met specifications. No root cause provided as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the user tried to inflate the foley catheter balloon, the water leaked and the balloon did not inflate. It was stated that the event happened during the pretest. There was no rupture or tear in the balloon. It was unknown where the water leaked from because the event was catheter fell out. Per follow up information received via ibc on 09nov2022, it was stated that the foley catheter was used on the patient. The customer did not provide information about whether there were any damages in the catheter balloon or shaft.

Manufacturer narrative:
The reported event is unconfirmed as the reported event meets specifications. Visual evaluation noted received a 2-way catheter and a syringe. Inflated balloon with 10 ml of solution successfully and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Also received 5 photo samples. First photo sample shows overview catheter with syringe. Second photo sample shows cap labelling. Third photo sample shows top of cap and funnel pathway being clear and no obstructions blocking it. Fourth photo sample shows tip of syringe. Fifth photo sample show tip of catheter with balloon prior to inflation. Based on photo samples received product meets specifications which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the user tried to inflate the foley catheter balloon, the water leaked and the balloon did not inflate. It was stated that the event happened during the pretest. There was no rupture or tear in the balloon. It was unknown where the water leaked from because the event was catheter fell out. Per follow up information received via ibc on 09nov2022, it was stated that the foley catheter was used on the patient. The customer did not provide information about whether there were any damages in the catheter balloon or shaft.